Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, narrow, and 90% stenosed mid left anterior descending artery. Resistance was felt during advancement of the 2.0x12 mm mini trek balloon catheter to the lesion. The balloon was inflated to 6 atmospheres, and would not inflate any further and was starting to lose pressure. The balloon catheter was retracted from the patient without issue. A mini trek balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.